Manufacturer narrative:
This report is for an unknown screwdriver. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2019, the tip of an unknown cannulated screwdriver broke off into two pieces with one piece that was unable to be retrieved and was retained in the patient. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).